Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain') in an adult female patient who had essure (ess205) (batch no. 771093) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight 165 lbs. Previously administered products included for birth control: ortho tri cyclen from 2002 to 2008. Concurrent conditions included body mass index normal. Concomitant products included progesterone (progestin) since 2008 to may 2009. On (B)(6) 2002, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)") and migraine ("migraines / headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain and migraine had resolved and the vaginal haemorrhage, heavy menstrual bleeding and weight increased outcome was unknown. The reporter considered heavy menstrual bleeding, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Imaging procedure - on an unknown date: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporters information were added. Lot no. Were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain') in an adult female patient who had essure (ess205) (batch no. 771093) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight 165 lbs. Previously administered products included for birth control: ortho tri cyclen from 2002 to 2008. Concurrent conditions included body mass index normal. Concomitant products included progesterone (progestin) since 2008 to (B)(6) 2009. On (B)(6) 2002, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)") and migraine ("migraines / headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain and migraine had resolved and the vaginal haemorrhage, heavy menstrual bleeding and weight increased outcome was unknown. The reporter considered heavy menstrual bleeding, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Imaging procedure - on an unknown date: total bilateral occlusion. Lot number: 771093, manufacturing date: 2010-08, expiration date: 2013-08. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 17-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight (B)(6) lbs. Previously administered products included for birth control: ortho tri cyclen from 2002 to 2008. Concurrent conditions included body mass index normal. Concomitant products included progesterone (progestin) since 2008 to (B)(6) 2009. On (B)(6) 2002, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and migraine ("migraines / headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain and migraine had resolved and the vaginal haemorrhage, menorrhagia and weight increased outcome was unknown. The reporter considered menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) kg/sqm. Imaging procedure - on an unknown date: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-oct-2019: pfs received- event injury updated to abnormal bleeding (vaginal). New events abnormal bleeding (menorrhagia), migraines / headaches, weight gain, pelvic pain were added. Patient information, concomitant and historical drug, medical history, lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.